Event description:
It is reported that the insulin pump began squirting insulin and alarmed prime alarm. Customer blood glucose is 122 mg/dl. Insulin is squirting out during manual prime process. The drive support cap is protruding. Customer has not pressed on the cap while connected to insulin pump. Advised that the pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with scratched lcd window.